Manufacturer narrative:
Analysis of the log files from AED serial number (B)(6) showed that the AED was manufactured 0n 08/23/2019 and placed into service on (B)(6) 2020 with battery pack serial number (B)(6). On (B)(6) 2023 battery pack serial number (B)(6) was installed. On 11/07/23 battery pack serial number (B)(6) was installed. Although requested, the device associated with this complaint has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED would not power on. They reported this did not occur during patient use.